Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy with the liberty cycler set and the patient event of fungal peritonitis with an unspecified yeast with hospitalization and a transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis. The patient¿s culture was positive for yeast, a member of the fungus kingdom, which is part of the normal flora of human skin and intestinal mucosa. Although a definitive source of the yeast was not documented, this patient reportedly was experiencing stomach issues and weight loss prior to the peritonitis. Bowel-source infections have been identified and accepted as prominent risk factors for fungal peritonitis along with the patient already being immunocompromised as an end stage renal disease patient. Furthermore, this patient was documented as being non-compliant with treatment set-up (following proper aseptic technique) and treatment completion allowing for the opportunity of organism contamination. Based on the available information and no allegation or report of a malfunction, deficiency or defect, the liberty cycler set can be excluded as the cause of the patient¿s fungal peritonitis.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support to ask an operational question. The patient had prematurely disconnected from the liberty select cycler during treatment, and the contact wanted to know if there was a way to reconnect and resume the treatment. During the follow up call, the contact reported that the patient was hospitalized, but no further context was provided. Additional information was obtained through follow up with the patient¿s pd nurse. The pd nurse stated the patient had presented to the hospital with unknown signs/symptoms. The patient had previously documented weight loss (unknown values) and unspecified stomach issues. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. A pd effluent culture was obtained and resulted positive for yeast (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). Based on the culture results of yeast (part of the fungus kingdom) the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to permanent in-center hemodialysis (hd). The patient was still hospitalized at the time of follow up. Prior to the peritonitis event, the patient was reportedly non-compliant with treatment set-up (following proper aseptic technique) and completion. Per the pd nurse, the peritonitis was not related to pd therapy or use of the liberty select cycler.